Manufacturer narrative:
The reported complaint of autopulse platform (serial # (B)(4) displayed user advisory - ua45 (not at "home" position after power-on/restart) error message was confirmed during functional test and during archive data review. The root cause was due to defective drive train motor in which likely attributed to normal wear and tear. Also, the other reported complaint of a broken driveshaft slot was confirmed during functional test and visual inspection. The clutch plate on the driveshaft was found to be damaged causing the lifeband to not pull up. This type of physical damaged is likely due to normal wear and tear. The returned autopulse platform was manufactured in june 2011 and it is nearly 9 years old, well beyond past its serviceable life of 5 years. No other physical damage was observed on the returned autopulse platform during visual inspection, only broken clutch plate. During archive data review, multiple errors (ua) 45 were recorded on the event date. Thus, confirming the reported complaint. Initial functional testing failed due to ua45 (not at "home" position after power-on/restart). To remedy ua45, the drive train motor was replaced. Also, a broken driveshaft slot was observed on the returned autopulse platform during visual inspection. The clutch plate was replaced to address this issue. After parts replacement, the returned autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests historical records were reviewed for service information related to the reported complaint and there were no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform was sent to zoll san jose, california for further testing because there were times when the lifeband does not pull up.

Manufacturer narrative:
Additional information in b5. The autopulse platform was received in zoll san jose and it was evaluated. During the initial functional test failed due tothe returned autopulse platform displayed "replaced battery" error message upon powering on. The root cause of the "replaced battery" error message was due to a defective power distribution board (pcb) in which is likely due to normal wear and tear. The returned autopulse platform was manufactured in june 2011 and it is nearly 9 years old, well beyond past its serviceable life of 5 years. Verified and confirmed the lifeband came off the autopulse due to the old revision channel die cast. The measurement at the three-point of the channel is greater than the requirement specification (too wide). This issue causes the lifeband to fall off when it is being flipped over. The channel die-cast was replaced to address this issue. During archive review, user advisory (ua)30 - error communicating with fan controller (replace battery) was recorded, unrelated to the reported complaint. The defective power distribution board was replaced to address this issue. During visual inspection, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to sticky clutch. The sticky clutch was likely attributed to wear and tear. Deburring was performed to address this issue. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) message and a broken driveshaft slot where a lifeband is placed. No patient involvement.